Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Five non-sustained tachycardia episodes with v-v intervals < 220 milliseconds were noted on (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at approximately 57 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that there were 99 ventricular sic since the last session 3.6 days ago.

Event description:
It was reported that a lead integrity alert (lia) triggered and that the right ventricular (rv) lead exhibited high impedance, ventricular oversensing and high sensing integrity counter (sic). It was reported that ventricular oversensing could be triggered by pressing the device to the left. It was noted that a subclavian crush was suspected. An x-ray showed that the rv pin was far enough inside the screw block and no fracture was seen. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.